Event description:
The caregiver opened the cysto pack for a case and saw a piece of something on the pack. It was seen right away and nothing else was contaminated. There was no harm came to the patient. It looked like a crumb or a small rock.